Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 38 indicating a stalled motor, insulin delivery stopped, and the user experienced sustained hyperglycemia with a reported high of 263 mg/dl until new supplies were installed by the user¿s mother, after which insulin delivery resumed and glucose began to decrease; no medical intervention was required. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed a mechanical problem identified consistent with a motor stall during insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.